Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in the lot. Add'l info was requested and received on 11/05/2007.

Event description:
A surgeon stated a pt reported her field of vision was warped. This pt had cataract extraction and intraocular lens (iol) implant surgery seven years ago. The surgeon stated the iol is deformed and has haze on the surface. The iol remains implanted. Add'l info has been requested.